Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/3.5 mm balloon ruptured at unknown atms on the inital inflation. The patient was asymptomatic with this event. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The quantum maverick monorail balloon was removed and the case was considered successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as `good'.